Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The programmed fill volume was 1200ml. The drain volume was 1928ml. This volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice return instrument test/evaluation (rite) functional test due to a reload set (rls) 201 alarm. The device passed homechoice rite electrical test with no issues. The rls 201 alarm did not affect volumetric accuracy or temperature functional performance and the device was determined to meet specifications relative to the increased intra-peritoneal volume (iipv) found in the logs only. The cause of the iipv was insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device has not been previously returned for any issues related to iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.